Event description:
Open circuit. Analysis determined: thermistor wire became detached from wire leads within thermistor casing causing an unstable reading. Unit was used in vivo. This was not determined until analysis was completed. Remedial action taken: production specs for thermistor placement within the port has been revised to alleviate this type of failure. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.